Event description:
The surgeon was performing a soft tissue acl repair. The screw was partially inserted into the graft when the screw broke into pieces. The pieces were cleared by the surgeon and the surgery was completed successfully. There was no pt injury reported although there was a 15 min delay into the procedure.